Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation, "leaking fluid".

Event description:
Patient reported right side ¿deflation¿, ¿bilateral pain¿, ¿rash¿, ¿leaking fluid¿, and ¿lesions." Device remains implanted.